Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited rf telemetry lockout. The device was reprogrammed. The patient would continued to be followed normally.